Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: foreign body retrieved with a snare device. It was reported that during a mid-right coronary artery stenting procedure, after pre-dilatation with a non-abbott device, in a moderately tortuous and calcified lesion, the xience v stent failed to cross the lesion. The guiding catheter was changed, but the xience v stent still would not cross the lesion. The wire was exchanged and additional multiple pre-balloon dilatations were performed. Several more unsuccessful attempts were made to cross the lesion. Eventually, the xience v stent crossed the lesion and the balloon was inflated to deploy the stent; however, there was no stent observed at the lesion. Angiography found the dislodged stent in the deep femoral artery. A goose neck snare wire was delivered and successfully retrieved the stent. A non-abbott stent was deployed successfully at the lesion. There was no adverse pt sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.